Event description:
A malfunction alarm occurred on the customer¿s pump, reported by the caller, with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully performed the reset, and was advised to continue using the pump while monitoring for any recurring malfunction code, with assurance to call back if necessary.